Event description:
Device 2 of 2. Please see MFR report #1627487-2010-01869 for device 1. On (B)(6) 2010, the pt was implanted with an scs trial system. On (B)(6) 2010, the lead and extension were explanted due to an infection. A culture was taken and revealed that the pt developed a staph infection. The pt was admitted to the hosp and prescribed antibiotics. As of (B)(6) 2010, the pt is currently in the hospital being treated for meningitis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.